Event description:
It was reported that the patient presented with high, out of range high voltage lead impedance. The lead was explanted and replaced. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the rv conductors was found under the strain relief coil, consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.